Event description:
The technician reported the brake caster would still move while in brake mode. The bed is located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found the brake caster was worn due to normal wear and tear. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required. .